Event description:
The surgeon implanted an icm115v4 implantable collamer lens in the left eye on (B)(6) 2011 and the lens was explanted on (B)(6) 2012 due to elevated iop associated with excessive vault. Blurred vision, glare/halos and significant reduction of irido-corneal angles were noted. The lens was not replaced. See MFR report# 2023826-2012-00560 for the other eye.

Manufacturer narrative:
(B)(4).